Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified particulate matter embedded in the set. Initial evaluation confirmed the reported condition. Upon completion of the investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a four-way large bore polysulfone stopcock was observed to have grit/sand inside the set. It was stated that the sand was brown in color and appeared to be on the barrel where the stopcock rotates. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Sample is not yet available. Upon return of the sample and completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted. Reproter address: (B)(6).

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. The supplier of the component has been notified of the condition. Should additional relevant information become available, a supplemental report will be submitted.